Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the night, the customer's luer lock became untwisted causing the cartridge pigtail tubing and infusion set tubing to become disconnected. The customer's blood glucose (bg) level was 450 mg/dl. The customer reconnected the same tubing to the luer lock and delivered a bolus to address the bg level. Tandem technical support advised the customer to confirm that the luer lock connection was always tight and secure. The customer understood and had no further questions.